Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided in a supplemental report.

Event description:
It was reported that the head of orthopaedic ward in hospital in (B)(6) reported that during revision surgery on (B)(6), hospital staff explanted exeter stem, which was discolored. Surgeon informed that primary surgery took place in 2006.